Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately two and one-half months post the ipg implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death has been requested and not received. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. Product ID sedr01, implantable pulse generator (ipg), implanted: (B)(6) 2012; product ID 5076-52, implantable pacing lead, implanted: (B)(6) 2003. (B)(4).

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately two and one-half months post the ipg implant. A cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: the lead was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.